Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, had station are not showing patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that patients were not appearing. The technical support specialist (tss) determined problem originated from the hospital active directory (adt) interface. Investigation revealed that the patient was not found on the server, confirming no trace of the profile. The root cause was identified as errors in the hospital network and adt message handling. Specific issues included a facility code error causing message rejection, missing mandatory fields such as admit date, and invalid message sequence where preadmit messages were received after registration messages. These errors prevented proper patient profile updates. After coordination with the hospital team, the interface issues were corrected, and patient profiles were restored. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server , had station are not showing patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.